Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation of the sagittal saw with key device, it was determined that the device was making excessive noise, moving parts were not moving smoothly, the lid leak tightness test. It was noted that the hand piece was not air-tight and several components were internally damaged and / or worn. It was further determined that the device failed pretest for check roundness of housing, check the saw head¿s locking mechanism, check the saw blade coupling, and check for leakage. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.